Event description:
The device was used to deliver 200 joules to the pt. With subsequent analysis the defibrillator reportedly would not escalate above 200 joules. Paramedics used their manual defibrillator to continue pt treatment. The pt was not resuscitated.